Manufacturer narrative:
All information reasonably known as of 30 may 2024 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by airlife. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to airlife. Airlife. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the airlife complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an airlife product is defective or caused serious injury. No part or lot number was provided for this reported event. The event description from the FDA watch report states 'one of the reinforced staple loads reinforcements was not attached and flopping all around. Device was hard to use; device failed (e.g. Broke, couldn't get it to work or stopped working' but airlife does not sell any hme/circuit/filter devices with reinforced staples. Therefore further investigation is not possible. Complaints will continue to be monitored for possible trends.

Event description:
Preexisting characteristics that may have contributed to the event: one of the reinforced staple loads reinforcement was not attached and flopping all around. It wouldn't sit well when attempted to use by not lining up correctly on staple load so it wasn't used. Removed from field and another one was opened and used instead. Removed from field and given to management. No patient harm.

Manufacturer narrative:
All information reasonably known as of 30 may 2024 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by airlife. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to airlife. Airlife. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the airlife complaint database and identified as complaint 09528. This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an airlife product is defective or caused serious injury.

Event description:
Preexisting characteristics that may have contributed to the event: one of the reinforced staple loads reinforcement was not attached and flopping all around. It wouldn't sit well when attempted to use by not lining up correctly on staple load so it wasn't used. Removed from field and another one was opened and used instead. Removed from field and given to management. No patient harm.